Manufacturer narrative:
Incision sutured.

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and noticed a scratch or tear in the lens. The lens was removed and sutures were required to close the incision.